Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure for the treatment of mixed urinary incontinence on (B)(6) 2013. The patient experienced vaginal discharge and on (B)(6) 2013, exposed mesh at midline was noted by the physician. The mesh was visible. The patient underwent almost complete removal of the mesh on (B)(6) 2014.